Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. There were no electronic patient records from the reported event date. Proper device operation was observed through functional and performance testing. The electrodes that were used during the event had been discarded and were not returned to physio-control for further evaluation. Physio-control observed some unrelated physical damage to the device. Once the customer approves the costs for the repair, the device will be repaired and returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device did not recognize a patient connection when it was connected to a patient. The device continuously prompted "connect electrodes." Manual CPR was then provided to the patient for approx. 20 minutes, until an ambulance arrived. The ambulance crew continued patient treatment. There was patient use associated with this event. The patient expired during transportation to the hospital.